Manufacturer narrative:
Evaluation of the returned device confirmed the reported device issue of intermittent audio output.

Event description:
Consumer contacted dexcom to report intermittent audio output. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and there was no failure detected. The receiver was determined to be operating within the required specifications without malfunction. A review of the receiver data log did not confirm the complaint of intermittent audio output.